Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to remove the sepramesh ip, which failed, and repair the recurrent hernia. The patient endured additional surgeries to treat mesh-related complications. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of sepramesh ip (device #1). Per operative notes, "the contents of the hernia were reduced in the abdomen. A sepramesh ip (device #1) was then placed and sutured.¿ (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia as the mesh migrated to the midline and bowel entered the hernia laterally through a defect between fascia and mesh thereby underwent open repair with removal of old mesh (device #1). Per operative notes, "mesh was encountered, the incision was extended proximally so the edge of the mesh was identified and was dissected free (device #1). The hernia sac was completely obliterated, and a piece of synthetic mesh was placed with the collagen side towards the bowel." (B)(6) 2012 - patient was diagnosed with large incarcerated incisional hernia thereby underwent open laparoscopic assisted sandwich repair. Per operative notes, "huge hernia sac which contained multiple bowel contents was reduced and adhesions were taken down. Patient had 2 hernias and in between the hernias, was a strip of fascia and rectus muscle, left that in place and sutured the hernia on the left side fascia. Covered the entire area with a biological mesh, which was cut to fill this space and tacked it in place at the 4 corners. In the left quadrant, placed oval ventralight st mesh (device #2) overlying the hernia. The patient had old mesh removed; however, a small portion was left in place.¿ (B)(6) 2013 - patient underwent colonoscopy. (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia in left lower quadrant and at umbilicus thereby underwent open laparoscopic assisted hernia repair. Per operative notes, "encountered significant adhesions in the left and right quadrants. Patient did have a large hernia at the umbilicus and appeared to be new hernia. A onlay phasix mesh (device #3) was cut in an elliptical shape and tacked the mesh down at the 4 corners. Then placed 4 ventralight st meshes (device #4, device #5, device #6, device #7) as placed 2 overlapping patches (device #4, 5) to buttress this anterior repair directly underneath the previous repair, then placed one patch (device #6) in the area below the umbilicus. Noticed an incisional hernia at left lower quadrant, then used a patch (device #7) for this and tacked the meshes in place." Attorney alleges that the patient had adhesions, pain, hernia recurrence, mesh migration and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the event date, explant date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 11 months post implant of sepramesh ip, patient had adhesions and hernia recurrence thereby underwent repair with mesh explant. Per op notes, ¿mesh migrated to the midline.¿ the instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This supplemental emdr is submitted to represent sepramesh ip (device #1). An additional emdr is submitted to represent ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia, a sepramesh ip was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to remove the sepramesh ip, which failed, and repair the recurrent hernia. The patient endured additional surgeries to treat mesh-related complications. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.